Event description:
Note: this report pertains to one of six complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2009-05347, -05349, -05353, -05354 and -05355 for the other associated device information. It was reported to boston scientific corporation that six resolution clip devices were used during a mechanical clipping procedure for a colon bleed, performed on (B)(6), 2009. According to the complainant, during the procedure, six clips did not deploy properly at the bleed site. Once deployed, the clips just "sprang" open. They were able to deploy enough clips to finally stop the bleed. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The complainant indicated that the device was disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4).